Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized two weeks prior to the initial call with a blood glucose level of 61 mg/dl. The customer stated that they are unsure if they took their insulin pump off when taking a cat-scan. Customer was unsure of the accuracy of the bolus history, so the customer was assisted with performing a 0.2 unit bolus and verified that it showed up in the history. The customer believed that their insulin pump was over delivering insulin. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the delivery accuracy test. The motor passed the motor test.